Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. However, it was reported that possibly the antiplatelet agent was not effective which may have contributed to this incident.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (50 percent stenosis degree) in a mildly tortuous lad. 6 days after primary intervention the patient experienced cardiac arrest and resuscitation was done. A stent thrombosis was observed. The thrombus was removed and medication was changed.